Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they needed to update the settings. The customer¿s blood glucose was unknown at the time of incident. The customer did not had the blood glucose target, max basal or bolus, fill cannula so advised to not use the insulin pump yet. The customer did not use a blood glucose meter compatible with the insulin pump and transmitter. The insulin pump will not be returned for analysis.